Manufacturer narrative:
(B)(4). Concomitant medical products: - unknown nexgen lcck femur. Nexgen lcck articular surface use with lps/lps-flex # 00596205012 lot # 61535121. Stem extensions # 00598801215 lot # 61736623. Report source: - (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision 6 years post initial surgery due to tibial loosening.

Manufacturer narrative:
This supplemental report is being filed to relay corrected information.

Manufacturer narrative:
The complaint sample was evaluated through manufacturing records, however the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further action is required. The tibial component had an in-vivo age of seven years. Per the package insert, loosening and instability is listed as known potential adverse effects. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report wil lbe filed accordingly. Zimmer biomet will continue to monitor for trends.